Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a normal remote interrogation for the subcutaneous implantable cardioverter defibrillator (s-ICD), an alert for an untreated episodes was reviewed. The physician contacted the field representative as t-wave oversensing was observed. The patient was brought into the hospital for an interrogation and reported that during the untreated episode he was likely making a short intense effort to move a weight. Testing during the interrogation showed inappropriate sensing with intermittent beats being discarded in the current programmed sensing vector. Noise was able to be produced in that sensing vector with provocative maneuvers. Noise with provocative maneuvers was also seen in another vector, however the physician opted to reprogram the s-ICD sensing vector to that one and monitor the patient with the weekly remote follow-up. Five days later the patient received an inappropriate shock due to t-wave oversensing while programmed in alternate vector. Boston scientific technical services (ts) was consulted and reviewed the data. Ts noted evidence of qrs morphology changes in the current programmed vector that are affecting t wave and r wave amplitudes in presence of intermittent myopotential noise. Review of the electrogram found higher t wave elevation and occurrence of morphology changes that appear to occur at elevated rate above 100 bpm and in presence of postural changes. Ts suggested further evaluation, including an x-ray to determine system placement. Ts recommended continued hospitalization while testing and x-rays were performed to avoid further inappropriate therapy from the s-ICD and ensure optimal system placement. No additional adverse patient effects were reported. Additional information was received that an x-ray was taken and the system was well positioned and no evidence of lead issue or abnormal positioning of the system. The physician reported electrogram morphology change due to right bundle branch block rate dependent. Il was decided to reprogram a different sensing vector with a larger gain and increase remote home monitoring for the patient. Additional information was received that the s-ICD system was explanted due to continued inappropriate shocks from t-wave oversensing myopotential noise where there were no possible programming options available. An implantable cardioverter defibrillator (ICD) system was implanted successfully. The s-ICD is not expected to be returned as the facility indicated they discarded it.

Event description:
It was reported that during a normal remote interrogation for the subcutaneous implantable cardioverter defibrillator (s-ICD), an alert for an untreated episodes was reviewed. The physician contacted the field representative as t-wave oversensing was observed. The patient was brought into the hospital for an interrogation and reported that during the untreated episode he was likely making a short intense effort to move a weight. Testing during the interrogation showed inappropriate sensing with intermittent beats being discarded in the current programmed sensing vector. Noise was able to be produced in that sensing vector with provocative maneuvers. Noise with provocative maneuvers was also seen in another vector, however the physician opted to reprogram the s-ICD sensing vector to that one and monitor the patient with the weekly remote follow-up. Five days later the patient received an inappropriate shock due to t-wave oversensing while programmed in alternate vector. Boston scientific technical services (ts) was consulted and reviewed the data. Ts noted evidence of qrs morphology changes in the current programmed vector that are affecting t wave and r wave amplitudes in presence of intermittent myopotential noise. Review of the electrogram found higher t wave elevation and occurrence of morphology changes that appear to occur at elevated rate above 100 bpm and in presence of postural changes. Ts suggested further evaluation, including an x-ray to determine system placement. Ts recommended continued hospitalization while testing and x-rays were performed to avoid further inappropriate therapy from the s-ICD and ensure optimal system placement. Additional information was received that an x-ray was taken and the system was well positioned and no evidence of lead issue or abnormal positioning of the system. The physician reported electrogram morphology change due to right bundle branch block rate dependent. Il was decided to reprogram a different sensing vector with a larger gain and increase remote home monitoring for the patient.